Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: associated device: g7 neutral e1 liner 32mm f catalog #: 010000850 lot #: 6487234. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, a revision was performed due to dislocation.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D10: product has been returned to zimmer biomet for investigation. D11: medical product: g7 neutral e1 liner 32mm f, catalog #: 010000850, lot #: 6487234. Results of product evaluation: a. Visual inspection was performed in ai333712 and confirmed the reported event. B. Visual checks: a ø32 mm biolox delta ceramic head was returned to the research department for evaluation, after it was revised after 1 day due to dislocation. It was recorded on etq that a g7 shell, e1 liner and two bone screws were also revised during the same surgery, and that a g7 dual mobility system was implanted at revision. In addition, it was reported that revision of the femoral stem was also attempted, however the stem extractor fractured during surgery and therefore the stem was left in vivo. From the information above, it can be deduced that the biolox delta head was in use for only 1 day before it was revised. Dark metal transfer marks were observed on the bearing surface of the received ceramic head, which may be due to contact with the g7 shell after it dislocated in vivo, or to instruments during its extraction at revision. Numerous lighter marks were observed all around the rim of the head, most likely caused by instruments during revision; one longer and darker mark was also observed on the rim, which may have been due to instruments or to contact with the metal shell after dislocation. Uneven metal transfer marks were observed within the taper of the ceramic head, which can be indicative of sub-optimal alignment and/or of the presence of debris during assembly onto the stem taper. C. Dimensional checks: not relevant to the reported issue. Complaint reports dislocation. D. Assembly checks: not relevant to the reported issue, no assembly issues have been confirmed and the mating shell is not design owned by UK, therefor, has not been returned to bridgend. E. Other tests: no other tests performed. F. The root cause of the reported dislocation could not be determined in this instance based on the currently available information. G. The complaint reported dislocation, however, the root cause of the reported dislocation could not be determined in this instance based on the currently available information. H. The most likely root cause: the root cause of the reported dislocation could not be determined in this instance based on the currently available information. Uneven metal transfer marks were observed within the taper of the ceramic head, which can be indicative of sub-optimal alignment and/or of the presence of debris during assembly onto the stem taper. This is not thought to have contributed to the dislocation. I. The product most likely left the company conforming. J. Complaint category as investigated code: medical: revision due to dislocation. K. ¿cause code: unknown ¿ can not be determined. Results of device history record review: a. Manufacturing date: nov 26, 2018 b. The manufacturing history records (mhrs) of the returned components have been checked and verify that the parts were manufactured in accordance with the applicable specifications. C. Raw material/sterile certificate review: not applicable, no material issues identified. Results of implant compatibility review: a. G7 acetabular shell and an e1 acetabular liner are compatible with the biolox delta ceramic option head. Summary of medical records and x-ray records review: a. Not applicable, radiographs were not provided. Reprocessing and inspection instructions: biomet biolox® delta option ceramic modular head hip joint prostheses- attention operating surgeon. Ref: 5401000245, rev. F (march 2017) warns: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. 6. The femoral stem trunnion and the bore of the ceramic head should be dry and free of contamination prior to assembly. Possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Risk assessment: risk file reference: a. Risks associated with the implant are covered in the risk management file: ceramic monobloc heads, option heads & taper sleeves; documant number: bhp003.rmr.01. Revision 1. B. Since the root cause is unknown a specific line in the risk file could not be selected, however the risk of dislocation is covered under multiple lines. Risk assessment: investigate risk: revision due to dislocation. Severity of the investigate risk is classified as moderate: s-3. Risks covered by the risk file in multiple lines: dislocation. The highest risk severity anticipated in the risk file for dislocation is s-3. Occurrence rate assessment: not applicable, because the root cause is unknown. Risk score: could not be assigned, because the occurrence could not be calculated. Risk assessment summary: there have been no additional complaints reported in the time period of sept 19, 2016 to 18 mar 2020. There are no other complaints reported against the item 12-115117 and lot 2962109 combination. The severity of the harm reported in the complaint is within the limits provided in the risk management file. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total hip arthroplasty. Subsequently, a revision surgery was performed due to post operative dislocation.